Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the inferior lobar bronchus during an organ bronchoscopy with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was successfully deployed; however, the stent moved out its position and moved into the lower area of the target site. The stent was removed using a foreign body forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning issue. Block h10: an ultraflex tracheobronchial covered distal release stent and delivery system were received for analysis. The stent was received completely deployed. Visual examination was performed and it was found that the loops of the stent were bent. The shaft was also bent. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent positioning issue could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated during the procedure and/or the anatomy of the patient (position of the lesion), limited the performance of the device and contributed to the stent positioning issue. Also, the force applied during deployment of the stent could have caused the kink on the shaft. Additionally, the loops of the stent were bent; however, there is not sufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on august 10, 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the inferior lobar bronchus during an organ bronchoscopy with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was successfully deployed; however, the stent moved out its position and moved into the lower area of the target site. The stent was removed using a foreign body forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.